Manufacturer narrative:
The technician found the foot high low valve solenoid would not operate when engaged. He replaced the foot high low solenoid to repair the bed.

Event description:
Information received indicates the foot high low was drifting down slowly.